Manufacturer narrative:
The inspection of the returned device provided could confirm the reported event. The returned device was forwarded to the manufacturer stryker cork for evaluation. It was confirmed that the event is related to a manufacturing issue. The hair in pack was confirmed to be larger than the allowed fhd specified in stryker cork¿s packaging inspection document. Therefore (B)(4) was initiated. The returned package will be used for defect awareness training with the operators that inspected this order.

Event description:
It was reported that a hair was within the sealed sterile package.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a hair was within the sealed sterile package.